Event description:
Surgical assistant was closing incision. Toward the end of the closure he noticed the very tip of the suture needle was missing. He began to work backwards removing suture to see if he could find it but was unable to. Md was notified over the phone about what had occurred. X-ray was called to take a flat plate. Dr. From radiology read the x-ray stat and noted no foreign body. Suture: 4-0 vicryl j496. Lot: pk6706. Exp: 2024-08-31.